Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the suspect lot was manufactured between 09/08/2025 and 09/09/2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set separated at the end where the line connected to the total parenteral nutrition (tpn) bag. The spilled dextrose was cleaned up, and the valve set and lines were replaced on the compounder. This occurred in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: lot #: customer provided a suspect lot# 60676408. D4: expiration date(suspect lot): 05/31/2028 d4: unique identifier (UDI) (suspect lot): (B)(4). Should additional relevant information become available, a supplemental report will be submitted.